Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a total of 8 used 4mm, 32 gauge pen needles. Each of the pen needles was attached to a test pen. No saline was found to leak out of the pen needles when there was no residual pressure remaining inside the test pen. The test pen was primed and saline was pushed through the pen and out the distal tip of each of the pen needles. Once the pressure in the test pen was released, no further saline would exit the pens. All pens tested were found to function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter : the consumer reported insulin leaks out of the needle when removed from site. Date of event : (B)(6) 2021. Samples status : awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter: the consumer reported insulin leaks out of the needle when removed from site. Date of event: (B)(6) 2021. Samples status: awaiting sample.